Event description:
It was reported that customer is experiencing high blood glucose levels, diabetic ketoacidosis (dka), and nausea, and was advised to go to the emergency room. Customer's blood glucose reading at the time of emergency room visit was 502 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.